Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead .product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer healthcare professional (hcp) about a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that patient was in the hospital as they had a new onset of urinary and fecal incontinence (bowel and bladder troubles) and lumbar back pain starting last night (B)(6) 2017. It was reported that it was considered to be a sudden change in the patient¿s therapy/symptoms. It was reported that the clinician wanted to do an MRI to look at the device. It was indicated that the MRI to be related to the patient¿s device or therapy. It was also reported that they knew that their leads had moved, which was determined about eight months ago (2016), but were now concerned that the leads were still moving so they wanted to do an MRI. The patient needed help turning the ins off for the MRI. It was reviewed that it needed to be put into MRI mode. The patient was walked through putting their device into MRI mode. The patient programmer showed that the patient was full body eligible. It was then reviewed how to turn it back on. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID: 977a260, serial# (B)(4), implanted: (B)(6)2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that there was movement of the generator, not the leads, and that the generator had been revised. No further complications reported/anticipated. Ins pocket revision previously reported.